Event description:
The customer returned the product for error 41786, during device analysis, the error code was confirmed. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer issue was confirmed during power up testing. The root cause of the issue was the printed wiring assembly (pwa). An air in line alarm was identified during accuracy testing. Due to the cost of the required repairs to recertify for use this pump was recommended for beyond economic repair (ber).